Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer in (B)(6) of peritonitis coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported the following. On an unreported date, the patient experienced a sinus infection and pneumonia. The treatment and outcome for the sinus infection and pneumonia were not reported. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for the peritonitis. On an unreported date in 2011, peritoneal effluent cultures were obtained. Results of the cultures were unknown. The treatment for the peritonitis was not reported. On (B)(6) 2011, the patient was discharged from the hospital. On an unreported date in (B)(6) 2011, the patient recovered from the event of peritonitis. The outcome of sinus infection and pneumonia is unknown. Dianeal therapy was ongoing. The consumer did not provide an opinion of causality. The consumer did report that he thought the peritonitis was caused by someone else being in the room and that a bug could have gotten in to his cavity.

Manufacturer narrative:
(B)(4). A batch review was performed for the potentially associated lot numbers (h10j10056, h11a13040), with no defects noted. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). This is report 1 of 2 involved in this peritonitis event.as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available.